Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿outside housing of vessel seale extend was defective, parts were detached from instrument¿. The instrument was inspected and found no damage to the housing. A review of the log shows no errors. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No ceramic dots were missing. An additional observation not reported by the site that is not related to the customer reported complaint was identified. The instrument was found to have scratch marks/abrasions to the main tube at the distal end. The damaged area was approximately 0.176" x 0.298" in size and broke off the main tube. The returned fragment was approximately 0.109" x 0.255" in size. Not all the broken off pieces were returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the shaft of the instrument was broken, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received an image of the broken vessel sealer extend instrument. The review of the provided image was conducted by the regulatory post market surveillance specialist (rpms) and it was found that the image was consistent with the alleged complaint of damaged instrument shaft. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the outside housing of the vessel seale extend (vse) instrument was defective, some parts were detached from the instrument. The customer observed that the instrument shaft was damaged. There was a lot of internal collisions and some material which broke from the instrument shaft fell into the patient. The surgeon confirmed that there were no parts left in the patient. The vse instrument was replaced. The procedure was completed robotically. Intuitive surgical (isi) followed up with the customer and obtained the following additional information regarding this event: the vessel seale extend instrument was checked before use. There was no additional surgery required to remove the fragment. There were no postoperative examinations such as x-ray or ultrasound initiated to locate any remaining fragments. The fragment was removed during the same procedure. The patient did not return to hospital because of postoperative complications related to the retention of a foreign body.